Event description:
While performing customer training at a customer site a gehc clinical applications specialist tripped on the vivid s70 power cord and fell, fracturing their elbow. There was no system malfunction. This event was also recorded as a workplace safety incident.

Manufacturer narrative:
Block a: no patient was involved. Block d4, UDI:(B)(4). Legal manufacturer: hcs haifa u/s - nativ ha'or street no. 1 israel haifa 3508510.

Manufacturer narrative:
Additional information was received stating that while initial information received & reported was that the gehc clinical applications specialist tripped on a power cord, the gehc clinical applications specialist actually tripped on an gehjc ECG trunk cable, 3/5-lead, aha, 3.6 m/12 ft and not the power cord. There was no malfunction of the ECG cable so the cable was not evaluated. H3 other text : additional information was received stating that while initial information received & reported was that the gehc clinical applications specialist tripped on a power cord, the gehc clinical applications specialist actually tripped on an gehjc ECG trunk cable, 3/5-lead, aha, 3.6 m/12 ft and not the power cord. There was no malfunction of the ECG cable so the cable was not evaluated.